Manufacturer narrative:
11/12/1998- supplemental report sent to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings. The surgeon was able to complete the procedure with the instrument. The hospital has reported no pt injury occurred.